Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator. It was reported that the patient was having issues with their therapy not helping with their symptoms so they used their patient programmer to make adjustments. It was noted when they increased the stimulation, it sent an instant shock down to their legs, back, stomach, and hips. The patient turned down the stimulation to 5.0v and did not feel the shocking. The patient was unsure what to do from here. It was reported that since the shocking sensation, the patient¿s issues with their back and hips have started to worsen. It was confirmed that the patient was in a car accident a number of years ago which caused them to have the back and hip issues. Trauma and falls were reported to not be related to this issue. It was noted the patient would follow up with their healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jan-26. The hcp reported that the patient¿s therapy not helping their symptoms, shocking sensation, and worsening hip and back issues were resolved by turning down the stimulation. The hcp stated that there was no cause and that it was a one-time event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the therapy not helping symptoms, shocking sensation, and worsening back and hip issues had not been resolved yet but would be. The patient was scheduled for surgery on (B)(6) 2017. It was noted what led to the therapy not helping symptoms was that the patient got shocked by the device.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s full system was replaced due to issues previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.